Event description:
A surgeon reported that a pt "lost eye due to disease" during intraocular lens (iol) implant surgery. Additional info was received from the surgeon who clarified that "lost eye due to disease" meant that the pt's crystalline lens was removed during cataract surgery and that a vitrectomy was performed. In his opinion, the device did not cause or contribute to the event. He reported the pt has a history of diabetes.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on 06/25/2012. No further info is expected. (B)(4).